Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2019 after abnormal labs on followup. The patient's hemoglobin was reported to be low at lab check during his dialysis session. The patient said that he had shortness of breath and dizziness for the past 3 to 4 days. The patient did not notice any blood in stool or dark stool. On arrival, the patient's hemoglobin was noticed to be 6.2 compared to 8 to 9 on a recent admission (reported in (B)(4)). The patient was also hypotensive with mean arterial pressures in the low 60s. The patient was admitted for workup of acute on chronic anemia with concern for gastrointestinal bleed. Coumadin was held. The patient was transfused with 2 units of packed red blood cells on presentation with response to hemoglobin and hematocrit. An esophagogastroduodenoscopy (egd) on (B)(6) 2020 noted 6 gastric arteriovenous malformations (avms), 3 of which were oozing. All 6 avms were treated with argon plasma coagulation. The patient's hemoglobin remained stable after the procedure. The patient resumed a lower dose of coumadin with new international normalized ratio (inr) goal of 1.5 to 2. The event resolved without sequelae on (B)(6) 2019.